Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a slightly loose drive support disk. The functional tests could not be performed due to the prime anomaly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm during bolus. The blood glucose reading is 12 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.